Event description:
It was reported that the ventricular lead exhibited less than 200 ohms bipolar impedance and 211 ohms unipolar impedance. The lead would be monitored, as the patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2016 the right ventricular lead exhibited loss of capture and sensing. The lead also exhibited noise and was noted to be fractured. The lead was successfully capped and replaced. The patient tolerated the procedure well.